Manufacturer narrative:
(B)(4). Final analysis found the reported inability to insert the rv lead into the connector and impedance anomaly was confirmed in the laboratory. The cause of the impedance anomaly was due to the inability to fully insert the lead into the df4 lead bore. The cause of the df4 lead insertion anomaly was found to be due to a torn seal inside the df4 connector.

Event description:
It was reported that during device implant procedure, rv lead distal pin could not be inserted into the connector block. High pacing lead impedance was noted if physician tighten the setscrew despite pin is not fully inserted. Device was not used and was replaced successfully.